Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the leads had migrated, which resulted in one lead pulling out of the ipg header. The physician was unsure if the ipg had fluid in the header. As such, the leads and ipg were explanted and replaced to address the issue.